Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient mentioned about november or december last year they noticed the implant in their back side feels like it has fallen down or turn or twisted a little bit, it's not on the same spot anymore. Patient mentioned before, the implant used to be a flat surface and now they feel it's a little offside. Patient also mentioned their husband checked the implant this morning and they agreed the implant is not in place. Patient mentioned they have notified their hcp and rep about this issue. Agent documented information given during the call.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.